Manufacturer narrative:
Product development investigation was completed. The returned insertion handle was examined and the complaint condition was able to be confirmed as the alignment tang was found to be broken and missing. The complaint condition was unable to be replicated due to manufacturing damage. Based on the complaint condition, the device failed intraoperatively during attempted nail removal. The percutaneous insertion handle (03.010.046) is routinely used during the insertion of femoral and tibial nails including those in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is applicable due to post-manufacturing damage. A device history review, including material and hardness reviews, was performed for the returned instrument¿s lot number. Device history records review was completed for part# 03.010.046, lot# 1763953. Manufacturing location: (B)(4), release to warehouse date: nov 21, 2007. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s date of birth/age, gender and weight are unknown. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision of a retrograde/antegrade femoral nail (r/afn) procedure due to non-union, the tip of the percutaneous insertion handle broke off. The broken piece could not be found anywhere. X-rays were performed but it could not be confirmed that the piece stayed in the patient. There was a 15-minute surgical delay. The patient status is reported as stable and the procedure was completed successfully. There is no additional information. The postoperative issue of nonunion has been captured under linked complaint (B)(4). This report is for one (1) percutaneous insertion handle. This is report 1 of 1 for complaint (B)(4).